Manufacturer narrative:
No product has been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specifications. Clinical data was reviewed and confirmed that freestyle strips continue to be safe, effective, and perform as intended in the field. Stability data for freestyle strips was reviewed and showed no anomalies or non-conformance's that could lead to the complaint. The dhrs (device history review) for the freestyle lite meter was reviewed. The dhrs showed the freestyle lite meter passed all tests prior to release. A tripped trend review was conducted for the reported complaint and freestyle strips, no trends were identified that would indicate any product-related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted.

Event description:
On (B)(6)2019, customer had initially reported receiving erratic readings on the adc blood glucose meter. On (B)(6)2019, customer's parent reported that due to a delivery issue involving the replacement meter, customer was unable to test and therefore experienced a medical event. Customer was treated with unspecified units of novolog lantis (insulin) without checking the blood glucose and he experienced seizure. Customer was brought to hospital where he was diagnosed with "insulin overdose" and received unspecified treatment. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
On (B)(6) 2019, customer had initially reported receiving erratic readings on the adc blood glucose meter. On (B)(6) 2019, customer's parent reported that due to a delivery issue involving the replacement meter, customer was unable to test and therefore experienced a medical event. Customer was treated with unspecified units of novolog lantis (insulin) without checking the blood glucose and he experienced seizure. Customer was brought to hospital where he was diagnosed with "insulin overdose" and received unspecified treatment. There was no report of death or permanent impairment associated with this event.